Event description:
Agent confirmed that the patient's pump and catheter were explanted and discarded. The patient's pump was replaced with a medtronic pump.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the device was discarded, it was not returned for additional evaluation and investigation. As the issue that caused the cap to not be able to be aspirated was not able to be confirmed during revision, and the device was not returned for investigation, a definitive root cause for the issue could not be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device explant and device return for investigation. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions to report a catheter that will be scheduled for explant. Agent also reported that the patient currently has a possible infection, unrelated to pump, or shingles and that the pump explant will be scheduled when the patient recovers. The patient underwent a cap study due to a lack of pain relief and the catheter was unable to be aspirated. The physician believes the catheter has kinked or migrated.